Event description:
It was reported that the chest x-ray was reviewed and it showed white out on the left lung and reticulonodular opacities. The patient was started on empiric vancomycin 1g every 24 hours and zosyn 4.5g every 8 hours. Cultures on (B)(6) 2021 were normal oral flora and showed gram-positive cocci in pairs. The infection was ongoing at the time of study completion or withdrawal.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient¿s bleeding, pleural effusion, renal failure, and infection were ongoing at the time of study withdrawal. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2021. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists bleeding, renal dysfunction, respiratory failure, infection, and venous thromboembolism as adverse events that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." This document further instructs the user to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow prior to advancing the inflow cannula and to address both as needed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced bleeding on (B)(6) 2021 with hemoglobin/hematocrit (h/h) of 7.2 g/dl/23.0%. The site of bleeding was not identified, but the patient was transfused for low hemoglobin. One unit of packed red blood cells (prbc) given on (B)(6) 2021 and another unit was given 2021. (B)(6) primary investigator assessed the bleed as possibly related to the implant procedure. Their international normalized ratio (inr) was at 1.6>1.4>1.3 from (B)(6) 2021. Post-operation blood hemoglobin 9-10g/dl. Post-op thrombocytopenia. The platelets before surgery was 130. It was noted that the patient had a pressure injury. On (B)(6) 2021, the patient had a wound on their left buttock and skin preparation was applied to periwound daily and was covered with foam dressing daily. On (B)(6) 2021, the patient had renal dysfunction, worsening acute kidney injury (aki). Continuous veno-venous hemodialysis (cvvhd) was started on (B)(6) 2021 for management of volume overload in the setting of aki/acute tubular necrosis (atn), left ventricular assist device (lvad). An intra-aortic balloon pump (iabp) and ultrafiltration (uf) were applied at 100 cubic centimeters per hour. The baseline creatinine was 1.41 and the creatinine on (B)(6) 2021 was 4.23. On (B)(6) 2021, an ultrasound was done and showed that the left lung had a large pleural effusion, lower lobe consolidation. The patient was reintubated on 7sep2021. Chest x-ray was reviewed and it showed white out on the left lung. Status post bronchoscopy consistent with mucus plugging. On (B)(6) 2021 the patient had a tracheostomy. On (B)(6) 2021, the patient received 3 units prbcs, 1 unit of fresh frozen plasma (ffp) and 1 unit of platelets (plt). On (B)(6) 2021 the patient received 4 units of ffp and 1 unit of plt. On (B)(6) 2021 the patient received prbc for hemoglobin nadir 7.7 with appropriate correction. H/h 9/27<<9.4/28. Plt 121<<114<<129. There was superficial vein thrombosis noted in the cephalic and basilic veins in the left forearm. Asymmetric left lower extremity swelling. Left lower extremity doppler was negative for deep vein thrombosis on (B)(6) 2021. As of (B)(6) 2021 patient is still on cvvhd and there was a plan to initiate rrt. Slow continuous ultrafiltration was attempted but there were issues with catheter. Patient had aki pre-implant. The bleeding, respiratory failure, pressure injury, and renal dysfunction were all ongoing at the time of study completion or withdrawal.